Event description:
Per the clinic, the patient experienced no benefit and no hearing outcome from the implanted device, leading to device non-use. Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to re-implant the patient with a new device as of the date of this report.